Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error or excessive no delivery alarms were noted. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners and a cracked reservoir tube lip.

Event description:
Customer reported that she had high blood glucose of 375 mg/dl. Customer stated that her insulin pump was not working correctly, it was alarming motor error and no delivery during basal. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.